Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis refrigerator failed due to a software issue. A field service engineer trained the user to restart the refrigerator as well as the medstation, and confirmed that the issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator was failed to open. Also, the user reported that there was a delay in accessing the medication; however, the nurse was able to get the required medication from the pharmacy. There were no adverse events or injuries reported based on this event.